Event description:
The event involves a patient that had a malfunctioning left fistula and was undergoing av,arterial venous, fistulogram. There was an air leak around the rubber seal of the disposable inflation device kit used.